Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-58, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a gradual decline in lead impedances over the life of both the atrial and ventricular leads. The atrial lead showed a decline in sensing. Both the atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.